Event description:
It was reported that the patient presented for a generator change out procedure. Upon review, x-ray evaluation showed that the right ventricle lead exhibited externalized conductor. The right ventricle lead was explanted and replaced. No patient consequences.

Manufacturer narrative:
The reported event of insulation abrasion was not confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damage.